Event description:
Customer reported that the numbers on the insulin pump continued to scroll without input while attempting to deliver a bolus. Customer stated that she had been at the pool but the insulin pump did not get wet. The blood glucose reading was 108 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.